Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report issues with the reservoir. The insulin pump had alarmed for no delivery. The alarm was resolved with a complete set change. Troubleshooting could not be performed for a past event. Customer did not want to return the set or reservoir for analysis. Advised to call when the alarm occurs so that troubleshooting can be performed. Nothing further reported.